Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in moderately tortuous and moderately calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 5 atmospheres (atm) for 2 seconds, the balloon ruptured. The device removed, and the procedure was completed with different device. No patient injuries were reported, and the patient was in good condition.